Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump is going through a battery a day. Customer's blood glucose was 37 mg/dl at the time of the incident. Customer ate a snickers bar to treat. Caller stated that she does not have the pump with her. Caller was advised to call in to troubleshooting for the pump for the low battery and blank screen.